Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 23-april-2024, it was reported by the patient that five infusions set fell off due to tape not sticking. The infusion set was in use for one day. Customer replaced infusion set and resumed insulin deliveries successfully. No further information was available.